Event description:
Device was received at service_repair with a reported issue that the audio processor was suddenly no longer functioning. Upon inspection the device showed a cracked device housing and a leaking battery.

Manufacturer narrative:
Conclusion: according the information received, the user reported his audio processor was suddenly no longer functioning. During the repair process of the concerned rondo 3 audio processor a leaking battery was detected. The electrolyte oxidized a few parts and led to a malfunctioning device. From the investigation findings, it can be assumed that the damage to the rechargeable battery inside was caused due to excessive external mechanical stress. There has been no report of patient contact with leaking electrolyte. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Device was received at service and repair with a reported issue that the audio processor was suddenly no longer functioning. Upon inspection the device showed a cracked device housing and a leaking battery.